Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that high impedance, high thresholds, noise and possible lead fracture were noted on the right atrial (ra) lead. During a routine changeout procedure, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.